Manufacturer narrative:
Device photo evaluation summary completed on 2/4/2020: upon visual inspection of the picture, it was observed that the implant was rupture. Next to the device, it was observed some scar tissue. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.  Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.  Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, baker grade IV. Concomitant products: mentor memorygel 600cc silicone breast implants,catalog number 3506004bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 600cc silicone breast implants which the left side ruptured, and issue with capsular contracture baker grade IV after implantation. The report indicated smaller and misshapen left breast implant. Based on physical examination doctor suspects a rupture. The issue was confirmed by the doctor. As a result patient was replaced with gel implant on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 11/26/20019, indicated that the patient was not satisfied with result of the procedure, and as a result patient underwent bilateral removal and replacement with another gel implants as follow: left replaced with catalog number 3505004bc, serial number (B)(4), and right replaced with catalog number 3505004bc, serial number (B)(4) plus bilateral short scar breast lift and bilateral capsularrhaphies, and partial capsulectomy on the left side on (B)(6) 2019. This report is for the left side. Manufacturer reference number: (B)(4).